Manufacturer narrative:
B3: event date was unknown. H3/h6: one pump was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the reported issue was not determined as no issue was identified through testing.

Event description:
The customer was stated that the occlusion alarm was triggered immediately. This event occurred during infusion. This issue could result in interruption of therapy. The evaluation of the returned device was not confirmed the reported issue. There was a patient involvement, but no patient harm or adverse event reported.